Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually inspected, and leak tested. It was noted that the kink resistant tubing (krt) was worn down to the filament; however, no leaks were identified. Upon functional testing, the pump performed within specification. The reported allegations of inflation issues, and pump dimpling could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). It was indicated that the device would work sometimes but other times the pump would stay collapsed when pressed. Troubleshooting was attempted to no avail; therefore, a revision surgery was performed in which the pump was replaced. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). It was indicated that the device would work sometimes but other times the pump would stay collapsed when pressed. Troubleshooting was attempted to no avail; therefore, a revision surgery was performed in which the pump was replaced. There were no patient complications.